Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: it was reported that improper gel migration occurred. I had a site submit a possible issue with gel migration. Attached is picture and the product concern. Since I could not see anything in the picture I asked for a little more clarification on what they were seeing. They said there is cloudiness going down the side of the red cell pack. This might affect specimen testing. The site will be sending me samples of the lot. "5 ml gold gel with improper gel migration specimen was mixed after collection, clotted for 30 min, spun in a swing bucket centrifuge at 35dd rpm for 10 minutes. Tubes are stored at room temperature. Collected tubes are sent refrigerated with an acl courier."

Manufacturer narrative:
H6: investigation summary bd received 4 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for poor barrier separation was not observed. Retention samples were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged for 10 minutes, using an mse mistral 1000 centrifuge. All samples were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of poor barrier separation based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: it was reported that improper gel migration occurred. I had a site submit a possible issue with gel migration. Attached is picture and the product concern. Since I could not see anything in the picture I asked for a little more clarification on what they were seeing. They said there is cloudiness going down the side of the red cell pack. This might affect specimen testing. The site will be sending me samples of the lot. "5 ml gold gel with improper gel migration specimen was mixed after collection, clotted for 30 min, spun in a swing bucket centrifuge at 35dd rpm for 10 minutes. Tubes are stored at room temperature. Collected tubes are sent refrigerated with an acl courier."